Event description:
Pt was undergoing an on-pump CABG. Physician had just finished putting in all the lines and the pt was on full by-pass. Physician and rn both noticed right away that there was air in one of the pump lines; vent line going into the pt. Physician reacted immediately and clamped the line and tipped the pt's head down. Perfusionist was questioned and found that the directional flow control cam set and verified at time of pre-op check list had been bumped or inadvertently rotated such that when the pump was activated the flow was in the opposite direction of that required. Pt was not injured.